Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and observed that it was pulling insufficient vacuum. The fse installed a 5k hour kit and replaced the vacuum bulk head connector on the compressor compartment and this resolved the issue. The fse also found that the condensate removal module (crm) had a damaged wire. The customer had their own crm and the fse installed the crm for customer. In addition, the fse replaced expired batteries and miscellaneous concealment screw/cable clamp and subsequently completed all field actions following the repair. The iabp was tested to meet factory specifications and was cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) alarmed ¿low vacuum¿ and ¿battery replacement¿. It is unknown under what circumstances the event occurred; however, there was no patient involvement or adverse event reported.